Event description:
It was reported that during an interventional stenting procedure in the left internal carotid artery and subclavian graft anastomosis site with a fair amount of plaque, access was achieved by the left brachial artery and a 6f sheath was used. The patient was given heparin, which is routine for procedure. As the physician deployed the stent, the stent jumped and did not fully cover the lesion. Another rx acculink 7 x 20 was used to successfully cover the lesion. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.